Event description:
Consumer complaint of low blood results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 150mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly but did not confirm when the test strips were first opened. Customer performed back to back blood test, 96mg/dl and 79mg/dl not fasting. Reviewed meter memory: 110mg/dl, (B)(6) 2015, 08:30:00 am, fasting: yes; 193mg/dl, (B)(6) 2015, 08:33:00 pm, fasting: yes; 145mg/dl, (B)(6) 2015, 10:50:00 am, fasting: yes; 250mg/dl, (B)(6) 2015, 10:25:00 am, fasting: yes; 175mg/dl, (B)(6) 2015, 09:29:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet evaluated. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer's husband states that his wife feels well and requires no medical attention. Customer's expected blood results are 150mg/dl fasting. Verified the strips expire 04/30/2017. Customer confirms the strips are stored properly but did not confirm when the test strips were first opened. Customer performed back to back blood test, 96mg/dl and 79mg/dl not fasting. Reviewed meter memory: (B)(6). No adverse event reported.